Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient called the vad coordinator 1 week prior to admission reporting "low flow" alarms while connected to the power module (tethered support), but not while on battery power. The patient was reportedly asymptomatic. The vad coordinator attempted resolution by providing the patient with a new patient cable, but there was reportedly no change. The patient presented to the clinic (on (B)(6) 2014) and low flow alarms were confirmed on the system monitor screen. The patient also presented with new pulsatility and congestive heart failure (chf) symptoms and was admitted to the ICU from the clinic. On admission, the pump parameters were noted as 10,200 rpm, flow---,pi 2.9, pp 5.1. The system controller was exchanged. Log files submitted to the manufacturer for analysis revealed low flow hazard events while the patient was on tethered support. Frequent low flow alarms were observed while the patient was in the ICU. The patient was medically managed on primacor and diuretics and the symptoms were reportedly improving. The medical team at the hospital felt that the patient's native heart function had improved and a possible pump explant was pending the following week. While in the ICU, the pump speed was decreased to 10,000 rpm and the patient continued to be medically managed on heparin and primacor. Laboratory values showed an lactate dehydrogenase (ldh) level of 1293 and a hemoglobin and plasma (phgb) level of 11. An echocardiogram (echo) performed by the hospital showed the patient's ejection fraction (ef) was 15%. Per the surgeon, a tentative plan was made by the hospital to exchange the lvad and inflow cannula. The patient's lvad was subsequently exchanged to another manufacturer's device.

Manufacturer narrative:
Upon routine review of the complaint record, it was noted that reported device serial number and subsequently the device manufacture date and expiration date was incorrect.

Manufacturer narrative:
The attached user facility report # (B)(4) was received from the (B)(6) registry. Thrombus was confirmed through the evaluation of the returned pump. Evaluation of the outflow elbow revealed a convoluted, tissue-like deposition. This non-laminated deposition appeared consistent with poor surface washing due to a low flow event. Examination of the rotor inlet upon disassembly of the pump revealed a tissue-like, non-laminated deposition within the distal side of the inlet stator. This deposition was loose, but slightly denatured, suggesting that it may have developed acutely while the pump was supporting the patient. The origin of this deposition could not conclusively be determined through this evaluation. Inspection of the pump's s blood-contacting surfaces upon disassembly also revealed a small deposition in the proximal side of the outlet stator, adjacent to the bearing ball. Its non-laminated structure indicates that this deposition did not form in the outlet stator. Furthermore, this deposition lacked denaturation and was not adhered to any of the device's surfaces. There were also no contact marks at the distal end of the rotor to verify that this deposition was present during support. The origin of this deposition and the duration that it was within the pump could not conclusively be determined. Although a root cause for the observed depositions could not conclusively be determined, they could have contributed to the reported event. Upon removal of the observed depositions, the device was cleaned. The disassembled pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the (B)(6) registry stating: pump malfunction ao valve open every beat and low flow state.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.